Event description:
Customer reported hospitalization due to high blood glucose. Customer hospitalized for non-diabetes related illness. The blood glucose reading is 471 mg/dl. The blood glucose reading has been high for two days. Customer will treat high with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.